Event description:
It was reported that the lead was explanted and replaced.

Manufacturer narrative:
The reported noise and sensing anomaly was confirmed in the laboratory. Analysis found the lead abraded through at 43.6cm from the tip, on top of the pacing proximal cable lumen. The blue insulation of the proximal cable conductors was also abraded through. The damage found is consistent with friction to the ICD can resulting in the reported noise and sensing anomalies.

Event description:
It was reported that review of stored egms showed noise on the ventricular sense/pace channel of the rv lead. The patient performed isometrics and other maneuvers but was unable to reproduce the noise. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.